Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded high out-of-range pacing impedance measurements, high pacing thresholds, and loss of capture (loc) at maximum output on the non-boston scientific right ventricular (rv) lead. The health care professional (hcp) managed to avoid oversensing from the noisy signals. Technical services (ts) noted that the rv lead had been implanted for more than two decades, and a fracture was suspected. Ts recommended replacing the lead before any potential inappropriate therapy is delivered. No adverse patient effects were reported. This ICD remains in service.